Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure by using of the rotarex. It was reported that during the procedure, the wire became caught in the helix, resulting in the helix being allegedly pulled out along with the wire. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex device. It was reported that during the procedure, the wire became caught in the helix, resulting in the helix being allegedly pulled out along with the wire. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter and a guidewire were received and physically investigated. During physical investigation, the guidewire was received stuck inside the broken part of the helix. The helix was found broken at 66.5 cm from the tip of the catheter. The guide wire had no damages. A clear root cause could not be identified but a damaged catheter represents a known inherent risk.